Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the hospital for non device related reasons. The field representative was called to check the device because intermittent loss of capture (loc) was noted. The field representative checked the device and found a lead safety switch had occurred due to high out of range pacing impedances. The field representative indicated a revision would be performed as this right ventricular (rv) lead is most likely fractured. There were no adverse patient effects reported.

Manufacturer narrative:
Additional information was received that this lead was surgically abandoned. A new lead was implanted without issue. There were no additional adverse patient effects reported.